Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, periodontal disease, immediate implantation, pain, mobility. Lack of osseointegration, while removing the gingiva former the implant was turned out.